Event description:
It was reported that during an open nephrectomy procedure, the generator gave an instrument fault tone. When the surgeon looked to see what the problem was, he noticed that the active blade has broken off. The case was completed with a same like device. It is unk if the blade tip was retrieved.

Manufacturer narrative:
(B) (4). (B) (4). The device was received with the blade discolored (blur) due to heat generated from contact between the blade and tissue pad. The device will stop activating, either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of the blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.